Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional catheter. The patients experienced steam pop and cardiac tamponade requiring pericardiocentesis followed by surgical intervention. It was reported that during a procedure an adverse event occurred. While ablating in the left atrium, the physician felt a steam pop, noticed the patient's blood pressure drop, and checked intracardiac echocardiography (ice) to confirm if there was a pericardial effusion. The caller reported that they did not see a big impedance spike from the ablation data. The physician confirmed a pericardial effusion and the physician performed a pericardiocentesis in the ep lab. The patient had to go to the operating room for surgical intervention. The physician had to perform a sternotomy and focus on the "arterial ball toward the septum under the aorta where the suspected steam pop was located." The patient is now in stable condition. Additional information was received. They clarified that the suspected area of perforation due to the steam pop was the anterior wall of the left atrium (la) toward the septum under the aorta. The patient was stable post or intervention and moved to intensive care unit (ICU) for recovery. Patient required extended stay for recovery after surgical intervention. Transseptal puncture was performed; needle details- st. Jude medical brk xs series, g407208. Prior to noting the pericardial effusion, ablation was performed for la posterior wall isolation, la anterior wall fibrosis, coumadin ridge, svc isolation, and la anterior mitral line. Irrigated catheter was used in the event, the flow setting was 15 ml/min with ablation at 50w. No error messages observed. Visitag module was used, parameters for stability used was 3mm range, 3 seconds, fot: off, 3mm tags. No additional filter used with the visitag. Impedance 3-10 ohms was used.